Event description:
The account alleged the head hi/low is drifting down. No injury reported.

Manufacturer narrative:
The account replaced the trendelenburg valve and the head down valve and the issue remains. No further info is available on the repair of the bed at this time.